Manufacturer narrative:
One cardiomems patient electronic system was returned for evaluation. No blown components, burnt areas, or any other residual effects that could have been caused by sparks were observed. No software malfunctions or anomalies were observed. A review of the DHR was performed to rule out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed. The cause of the reported spark was due to the returned power supply cord.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient called to report that the power cord began to spark when plugged in. The power cord was replaced to resolve the issue.